Event description:
The reporter obtained a "hi" (greater than 600mg/dl) and 232mg/dl blood glucose comparison on the accu-chek aviva system. The reporter states she obtained an additional comparison with blood glucose results 462mg/dl and 185mg/dl on the accu-chek aviva system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.